Event description:
Medication is not coming out of the inhaler / observed the same problem with 02 more inhaler [product delivery mechanism issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events product delivery mechanism issue and no adverse event in a male patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 20-jun-2026, amneal pharmaceuticals received information from the patient via voicemail concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. Significant information (#1) was received on 22-jun-2026 from patient via telephone call. Additional information included product details (product start date, lot/batch number, expiration date, strength and start date), event onset date and narrative amended accordingly. On an unknown date, the patient was being treated with albuterol sulfate inhalation 90 mcg for and unknown indication. On an unknown date of (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg (ndc: 69238-1291-1, batch/lot: a125016, expiry date: oct-2027) for and unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2026, he received the 03 sealed medication boxes from pharmacy and on an unknown date of (B)(6) 2026, he started using the medication and on unknown date of (B)(6) 2026, he observed that medication was not coming out of the inhaler, and the readings on the dose counter window was unable to locate it and further stated that he observed the same problem with 02 more inhaler. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of events product delivery mechanism issue (first and second episode) and no adverse event with albuterol sulfate inhalation. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction. This case is considered as serious. The reportability of this case is expedited (malfunction report).